Manufacturer narrative:
Clearcorrect findings: a review of the lower digital scan and the start of treatment patient photos received on december 3, 2020 shows a chip at tooth 24 where the customer is describing. Clinical evaluation: the primary complaint is that tooth #24 was chipped and required restoration. Review of the records shows that this tooth is intact, however they also show that teeth #23 and #25 show signs of incisal edge wear. This patient has a worn dentition as evidenced by the incisal edge wear on several teeth. In essence, the enamel and dentin is crumbling away. In my opinion, the reason for the mifl restoration on 24 is related to the worn dentition vs the aligner. As an additional note, if tooth structure comes off with aligner wear, it is most likely compromised to begin with.

Event description:
The customer's office called in and stated the lower arch retainer for case# (B)(4) is too tight on the patient. Upon removal, the lower retainer broke a tooth. Tooth #24 was chipped on the mesial, facial, and lingual. The provider uses an outie tool to remove the retainer from the lower arch. The provider repaired the tooth immediately.